Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor speed was not stable, insulation of cable damaged, switch was worn, and unit was out of calibration so the motor, plug harness assembly, and switch were replaced and device recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome was losing power and not cutting skin - corrugated. There was no harm reported but a 2 minute delay. An alternated device was available for use. No additional skin graft required. No adverse events were reported as a result of this malfunction.